Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. Helix will not extend due to distal conductor distortion within the connector from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet would not go down to the tip of the low voltage lead. The lead was explanted. No patient complications have been reported as a result of this event.